Event description:
The patient's daughter reported that her mother received a burn from the charger. At the time of this event, the patient was at the hospital for unrelated reasons. The nurses caring for the patient reported that the patient was left unattended while charging and they found out about the burn the next day.

Manufacturer narrative:
The charger will not be returned for advanced bionics.